Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient during procedure, the device was connected to generator, but then regrasp alarm appeared on the display without pressing activation button. Then activation of monopolar and bipolar was attempted but not activated; monopolar and bipolar was not activated in 5 to 10 seconds since the device was disconnected from port. The device was tested with another generator and sample, but it seemed working fine. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation found that the jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The device was recognized when plugged into the generator. The device was activated multiple times on a saline soaked towel with acceptable results and visual seal effects were observed. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.